Event description:
Information received by medtronic indicated that the insulin pump bottom and screen was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version 4.11j. Retainer ring = black. Customer returned pump for alleged cosmetic damage on the bottom of pump and lcd display window and potential exposure to moisture found on 29-jan-2022. Pump passes displacement test and self test. No unexpected alarms/alert/anomalies noted during testing. No alarms noted in pump alarm history screen. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on harness assembly vibrator and lcd display flex connector. The following were noted during visual inspection: retainer knit line damage, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked retainer, and partially detached retainer. Cosmetic damage at the bottom of pump and lcd display window was not confirmed, however, other cosmetic damage was noted. Additionally moisture damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passes displacement test and self test. No unexpected alarms/alert/anomalies noted during testing. No alarms noted in pump alarm history screen. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on harness assembly vibrator and lcd display flex connector. The following were noted during visual inspection: retainer knit line damage, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked retainer, and partially detached retainer. Cosmetic damage at the bottom of pump and lcd display window was not confirmed, however, other cosmetic damage was noted. Additionally moisture damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.